Manufacturer narrative:
Updated UDI --(B)(4). Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported, by the FDA, a patient experienced a curvularia infection, post revision of a codman ventricular catheter. Catheter was "was removed due to infection with stepotrophomonas. The curvularia was not isolated until about a month after the shunt was already out." The patient "is doing fairly well..."